Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded essure insert in the uterus"), device expulsion ("embedded essure insert in the uterus/malposition of essure device: uterus"), device breakage ("device breakage/she still have fragments of essure device in uterus") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and irritable bowel syndrome. Previously administered products included for an unreported indication: aspirin, sulfa, cephalosporins and penicillin. Past adverse reactions to the above products included drug hypersensitivity with aspirin, cephalosporins, penicillin and sulfa. Concurrent conditions included asthma and endometriosis. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("did not feel right after insertion/neurological conditions or problems: brain fog,"), abdominal distension ("abdominal bloating/gastrointestinal or digestive system condition: bloating"), headache ("headaches/migraines / headaches"), acne ("allergic or hypersensitivity reaction: severe acne"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dyspepsia ("gastrointestinal or digestive system condition: indigestion"), dysmenorrhoea ("dysmenorrhea (cramping"), insomnia ("hormonal changes: insomnia"), night sweats ("hormonal changes: night sweats"), amenorrhoea ("late and missed periods"), depression ("psychological or psychiatric problems: depression,"), anaemia ("anemia,"), anxiety ("psychological or psychiatric problems: anxiety") and oligomenorrhoea ("late and missed periods"). In 2009, the patient experienced allergy to metals ("nickel allergy/nickel allergy") with rash, eczema ("allergic or hypersensitivity reaction: eczema on left ring finger/rashes or skin conditions: eczema"), sacroiliitis ("autoimmune disorder: sacroilitis,"), arthritis ("autoimmune disorder: arthritis"), tooth fracture ("dental problems including cavities, crown and broken teeth") and dental caries ("dental problems including cavities"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and polycystic ovaries ("reproductive system disorder or condition: polycystic ovary syndrome (pcos),"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), weight increased ("weight gain (20 to 25 lbs.)/weight gain/loss"), ovarian enlargement ("ovaries are enlarged"), back pain ("back aches"), arthralgia ("joint aches"), fatigue ("extreme fatigue/fatigue"), pain ("chronic physical pain/pain,"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea,"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and amnesia ("memory loss"). The patient was treated with analgesics, paracetamol (tylenol), tramadol, tramadol hydrochloride (ultram), prednisone, vicodin, surgery (operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device expulsion, genital haemorrhage, feeling abnormal, weight increased, abdominal distension, headache, allergy to metals, fatigue, pain and amnesia had not resolved, the device breakage, ovarian enlargement, back pain, arthralgia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, acne, eczema, sacroiliitis, arthritis, tooth fracture, dyspepsia, dysmenorrhoea, insomnia, night sweats, nausea, amenorrhoea, migraine, depression, anaemia, anxiety, polycystic ovaries, vaginal discharge, oligomenorrhoea and dental caries outcome was unknown and the dyspareunia had resolved. The reporter provided no causality assessment for abdominal distension, allergy to metals, headache, ovarian enlargement and weight increased with essure. The reporter considered acne, amenorrhoea, amnesia, anaemia, anxiety, arthralgia, arthritis, back pain, dental caries, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, eczema, embedded device, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, insomnia, menorrhagia, migraine, nausea, night sweats, oligomenorrhoea, pain, polycystic ovaries, sacroiliitis, tooth fracture, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff complained that she suffered from severe and persistent pelvic pain as a result of the essure implantation and still had fragments of the device in her uterus. Placement of essure device: using the essure device through the hysteroscope, the left tubal ostia was cannulized. The device was deployed and 4 coils were visualized at the completion of removal of the stylet, thus indicating adequate placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: everything looked okay; on (B)(6) 2010, pelvic radiograph: impression: tubular radiopaque foreign bodies noted. On (B)(6) 2013, transvaginal ultrasound (tvus) and trans abdominal pelvic ultrasound: trans abdominal pelvic ultrasound is carried out.result: myometrial echo pattern is irregular consistent with adenomyosis. Quality-safety evaluation of ptc: initial assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not indicative for a quality defect per se. The reported medical events were reported with an occurrence over a long period of 6 years and are of broad nature. Part of the reported medical events were considered unassessable at this point in time. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical records received: reporters details added. Aka names added. Abnormal bleeding (general), abnormal bleeding (vaginal/menorrhagia), allergic or hypersensitivity reaction: severe acneand eczema on left ring finger, apareunia (inability to have sexual intercourse), autoimmune disorder: arthritis & sacroilitis, dental problems, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition: bloating & indigestion, hormonal changes: night sweats, insomnia & acne,malposition of essure device: uterus, migraines / headaches, migration of essure device: uterus, nausea, psychological or psychiatric problems: anxiety, depression,rashes or skin conditions: eczema, reproductive system disorder or condition: polycystic ovary syndrome (pcos), vaginal discharge, weight gain, late and missed periods. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5032752) on 25-nov-2013. The most recent information was received on 09-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure insert in the uterus'), device expulsion ('embedded essure insert in the uterus / malposition of essure device - location: uterus/ migration of essure device - location: uterus'), device breakage ('device breakage/ still have fragments of essure device in uterus/have you found a doctor to remove the fragmants') and genital haemorrhage ('abnormal bleeding (general) / internal bleeding / irregular bleeding / bled for much longer than was supposed to') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 ((B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2005, and (B)(6) 2007.), irritable bowel syndrome, morning sickness (3rd pregnancy), amniotic fluid leakage (3rd pregnancy), menarche and hernia repair. Ultrasound and MRI, colonoscopy, endoscopy,cat scan and x-ray were done. On (B)(6) 2013 trans abdominal pelvic ultrasound was also performed. Result: myometrial echo pattern is irregular consistent with adenomyosis. Previously administered products included for birth control: spermicide from 2007 to 2008; for an unreported indication: aspirin, penicillin, cephalosporins, sulfa, tramadol, ultram and prednisone. Past adverse reactions to the above products included drug hypersensitivity with aspirin, cephalosporins, penicillin and sulfa; and vulvovaginal discomfort with spermicide. Concurrent conditions included asthma, endometriosis and obesity. Concomitant products included formoterol fumarate;mometasone furoate (dulera) since 2013. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal distension ("abdominal bloating / gastrointestinal or digestive system condition: bloating / excessive bloating"), fatigue ("extreme fatigue/fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced headache ("headaches/migraines"), migraine ("migraines / headaches"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding / heavy abnormal blood clot filled periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/very painful sex"), amenorrhoea ("late and missed periods"), oligomenorrhoea ("late and missed periods") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), dyspepsia ("gastrointestinal or digestive system condition: indigestion"), acne ("allergic or hypersensitivity reaction: severe acne"), insomnia ("hormonal changes: insomnia"), night sweats ("night sweats / unexplained night sweats"), nausea ("nausea"), anaemia ("anemia / severe anemia / hemoglobin has dropped so low") and abdominal pain lower ("the cramping was unbearable / cramping") and was found to have weight increased ("weight gain (20 to 25 lbs) / weight gain / unexplained weight gain"). In (B)(6) 2008, the patient experienced feeling abnormal ("did not feel right after insertion / neurological conditions or problems: brain fog / brain fog"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and depression ("psychological or psychiatric problems: depression,"). In 2009, the patient experienced allergy to metals ("nickel allergy") with rash, eczema ("allergic or hypersensitivity reaction: eczema on left ring finger / rashes or skin conditions: eczema / eczema on left ring finger"), sacroiliitis ("sacroilitis"), arthritis ("arthritis"), tooth fracture ("dental problems including cavities, crown and broken teeth") and dental caries ("dental problems including cavities"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced polycystic ovaries ("reproductive system disorder or condition: polycystic ovary syndrome (pcos),"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device removal failed / complications from essure device removal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian enlargement ("ovaries are enlarged"), back pain ("back aches / severe and persistent lower back pain"), arthralgia ("joint aches / severe and persistent joint pain"), pain ("chronic physical pain/pain,"), the first episode of amnesia ("memory loss"), ocular hyperaemia ("blood shot eye"), swelling face ("swollen face"), mouth haemorrhage ("blood around my mouth"), dizziness ("dizziness"), myalgia ("muscle pain"), abdominal pain ("abdominal pain"), breast disorder female ("breast issues"), adenomyosis ("adenomyosis"), gastrointestinal disorder ("bowel issues"), the second episode of amnesia ("memory loss"), purpura ("a constant rash on my finger that bled"), menstrual disorder ("abnormal periods"), dyspnoea ("shortness of breath"), chest discomfort ("chest tightness"), post procedural haemorrhage ("post procedural bleeding/bleeeding in belly and abdomen"), procedural pain ("dealing with pain after surgery") and procedural vomiting ("throwing up after surgery"). The patient was treated with analgesics, hydrocodone bitartrate;paracetamol (vicodin), opioids, paracetamol (tylenol regular), prednisone, tramadol, surgery (operative laparoscopy with bilateral salpingectomy), colonoscopy and endoscopy, filling, root canals and fixing broken tooth and two units of packed cells. Essure was removed on (B)(6) 2013. In (B)(6) 2014, the dyspareunia had resolved. At the time of the report, the embedded device, device expulsion, genital haemorrhage, feeling abnormal, weight increased, abdominal distension, headache, allergy to metals, fatigue, pain, menorrhagia, dizziness, gastrointestinal disorder, the last episode of amnesia and menstrual disorder had not resolved and the device breakage, complication of device removal, dyspepsia, migraine, ovarian enlargement, back pain, arthralgia, vaginal haemorrhage, female sexual dysfunction, acne, eczema, sacroiliitis, arthritis, tooth fracture, dental caries, dysmenorrhoea, insomnia, night sweats, nausea, amenorrhoea, oligomenorrhoea, anxiety, depression, anaemia, polycystic ovaries, vaginal discharge, ocular hyperaemia, swelling face, mouth haemorrhage, abdominal pain lower, myalgia, abdominal pain, breast disorder female, adenomyosis, purpura, dyspnoea, chest discomfort, post procedural haemorrhage, procedural pain and procedural vomiting outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, headache, ovarian enlargement and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, acne, adenomyosis, amenorrhoea, anaemia, anxiety, arthralgia, arthritis, back pain, breast disorder female, chest discomfort, complication of device removal, dental caries, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, eczema, embedded device, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, insomnia, menorrhagia, menstrual disorder, migraine, mouth haemorrhage, myalgia, nausea, night sweats, ocular hyperaemia, oligomenorrhoea, pain, polycystic ovaries, post procedural haemorrhage, procedural pain, procedural vomiting, purpura, sacroiliitis, swelling face, tooth fracture, vaginal discharge, vaginal haemorrhage, the first episode of amnesia and the second episode of amnesia to be related to essure. The reporter commented: the plaintiff complained that she suffered from severe and persistent pelvic pain as a result of the essure implantation and still had fragments of the device in her uterus. Placement of essure device: using the essure device through the hysteroscope, the left tubal ostia was cannulized. The device was deployed and 4 coils were visualized at the completion of removal of the stylet, thus indicating adequate placement. Date of implant discrepancy note:(B)(6) 2008 / (B)(6) 2008. Discrepancy noted regarding onset date of nickel allergy (2009 and 2013), acne (2008 and 2009), dental problems (2009 and (B)(6) 2008), bloating and indigestion ((B)(6) 2008 and (B)(6) 2009), nausea (2008 and (B)(6) 2009) and night sweats (2008 and 2009). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Biopsy breast - in 2014: results: found nodules on my thyroid.. Hysterosalpingogram - on (B)(6) 2008: results: no significant contrast spillage into the the peritoneal cavity. Everything was fine - total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: impression: tubular radiopaque foreign bodies noted.. Ultrasound scan - on (B)(6) 2013: results: based upon all the information, she fulfilled the criteria for polycystic ovary syndrome, she probably had adenomyosis and a previous diagnosis of endometriosis was made but it was many years ago. Ultrasound scan vagina - on (B)(6) 2013: myometrial echo pattern is irregular consistent with adenomyosis. Concerning the injuries reported in this case, the following one/ones were reported via social media: ocular hyperaemia, mouth haemorrhage, swelling face, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, pelvic pain, headache, fatigue, night sweats, migraine, nausea, abdominal distension . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc this case was initially received via regulatory authority (FDA division director, reference number: mw5032752) on 25-nov-2013. The most recent information was received on 09-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint this case was initially received via regulatory authority (FDA division director, reference number: mw5032752) on 25-nov-2013. The most recent information was received on 09-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure insert in the uterus'), device expulsion ('embedded essure insert in the uterus / malposition of essure device - location: uterus/ migration of essure device - location: uterus'), device breakage ('device breakage/ still have fragments of essure device in uterus/have you found a doctor to remove the fragmants') and genital haemorrhage ('abnormal bleeding (general) / internal bleeding / irregular bleeding / bled for much longer than was supposed to') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 ((B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2005, and (B)(6) 2007.), irritable bowel syndrome, morning sickness (3rd pregnancy), amniotic fluid leakage (3rd pregnancy), menarche and hernia repair. Ultrasound and MRI, colonoscopy, endoscopy,cat scan and x-ray were done. On (B)(6) 2013 trans abdominal pelvic ultrasound was also performed. Result: myometrial echo pattern is irregular consistent with adenomyosis. Previously administered products included for birth control: spermicide from 2007 to 2008; for an unreported indication: aspirin, penicillin, cephalosporins, sulfa, tramadol, ultram and prednisone. Past adverse reactions to the above products included drug hypersensitivity with aspirin, cephalosporins, penicillin and sulfa; and vulvovaginal discomfort with spermicide. Concurrent conditions included asthma, endometriosis and obesity. Concomitant products included formoterol fumarate;mometasone furoate (dulera) since 2013. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal distension ("abdominal bloating / gastrointestinal or digestive system condition: bloating / excessive bloating"), fatigue ("extreme fatigue/fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced headache ("headaches/migraines"), migraine ("migraines / headaches"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding / heavy abnormal blood clot filled periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/very painful sex"), amenorrhoea ("late and missed periods"), oligomenorrhoea ("late and missed periods") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), dyspepsia ("gastrointestinal or digestive system condition: indigestion"), acne ("allergic or hypersensitivity reaction: severe acne"), insomnia ("hormonal changes: insomnia"), night sweats ("night sweats / unexplained night sweats"), nausea ("nausea"), anaemia ("anemia / severe anemia / hemoglobin has dropped so low") and abdominal pain lower ("the cramping was unbearable / cramping") and was found to have weight increased ("weight gain (20 to 25 lbs) / weight gain / unexplained weight gain"). In (B)(6) 2008, the patient experienced feeling abnormal ("did not feel right after insertion / neurological conditions or problems: brain fog / brain fog"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and depression ("psychological or psychiatric problems: depression,"). In 2009, the patient experienced allergy to metals ("nickel allergy") with rash, eczema ("allergic or hypersensitivity reaction: eczema on left ring finger / rashes or skin conditions: eczema / eczema on left ring finger"), sacroiliitis ("sacroilitis"), arthritis ("arthritis"), tooth fracture ("dental problems including cavities, crown and broken teeth") and dental caries ("dental problems including cavities"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced polycystic ovaries ("reproductive system disorder or condition: polycystic ovary syndrome (pcos),"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device removal failed / complications from essure device removal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian enlargement ("ovaries are enlarged"), back pain ("back aches / severe and persistent lower back pain"), arthralgia ("joint aches / severe and persistent joint pain"), pain ("chronic physical pain/pain,"), the first episode of amnesia ("memory loss"), ocular hyperaemia ("blood shot eye"), swelling face ("swollen face"), mouth haemorrhage ("blood around my mouth"), dizziness ("dizziness"), myalgia ("muscle pain"), abdominal pain ("abdominal pain"), breast disorder female ("breast issues"), adenomyosis ("adenomyosis"), gastrointestinal disorder ("bowel issues"), the second episode of amnesia ("memory loss"), purpura ("a constant rash on my finger that bled"), menstrual disorder ("abnormal periods"), dyspnoea ("shortness of breath"), chest discomfort ("chest tightness"), post procedural haemorrhage ("post procedural bleeding/bleeeding in belly and abdomen"), procedural pain ("dealing with pain after surgery") and procedural vomiting ("throwing up after surgery"). The patient was treated with analgesics, hydrocodone bitartrate;paracetamol (vicodin), opioids, paracetamol (tylenol regular), prednisone, tramadol, surgery (operative laparoscopy with bilateral salpingectomy), colonoscopy and endoscopy, filling, root canals and fixing broken tooth and two units of packed cells. Essure was removed on (B)(6) 2013. In (B)(6) 2014, the dyspareunia had resolved. At the time of the report, the embedded device, device expulsion, genital haemorrhage, feeling abnormal, weight increased, abdominal distension, headache, allergy to metals, fatigue, pain, menorrhagia, dizziness, gastrointestinal disorder, the last episode of amnesia and menstrual disorder had not resolved and the device breakage, complication of device removal, dyspepsia, migraine, ovarian enlargement, back pain, arthralgia, vaginal haemorrhage, female sexual dysfunction, acne, eczema, sacroiliitis, arthritis, tooth fracture, dental caries, dysmenorrhoea, insomnia, night sweats, nausea, amenorrhoea, oligomenorrhoea, anxiety, depression, anaemia, polycystic ovaries, vaginal discharge, ocular hyperaemia, swelling face, mouth haemorrhage, abdominal pain lower, myalgia, abdominal pain, breast disorder female, adenomyosis, purpura, dyspnoea, chest discomfort, post procedural haemorrhage, procedural pain and procedural vomiting outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, headache, ovarian enlargement and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, acne, adenomyosis, amenorrhoea, anaemia, anxiety, arthralgia, arthritis, back pain, breast disorder female, chest discomfort, complication of device removal, dental caries, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, eczema, embedded device, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, insomnia, menorrhagia, menstrual disorder, migraine, mouth haemorrhage, myalgia, nausea, night sweats, ocular hyperaemia, oligomenorrhoea, pain, polycystic ovaries, post procedural haemorrhage, procedural pain, procedural vomiting, purpura, sacroiliitis, swelling face, tooth fracture, vaginal discharge, vaginal haemorrhage, the first episode of amnesia and the second episode of amnesia to be related to essure. The reporter commented: the plaintiff complained that she suffered from severe and persistent pelvic pain as a result of the essure implantation and still had fragments of the device in her uterus. Placement of essure device: using the essure device through the hysteroscope, the left tubal ostia was cannulized. The device was deployed and 4 coils were visualized at the completion of removal of the stylet, thus indicating adequate placement. Date of implant discrepancy note:(B)(6) 2008 / (B)(6) 2008. Discrepancy noted regarding onset date of nickel allergy (2009 and 2013), acne (2008 and 2009), dental problems (2009 and (B)(6) 2008), bloating and indigestion ((B)(6) 2008 and (B)(6) 2009), nausea (2008 and (B)(6) 2009) and night sweats (2008 and 2009). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Biopsy breast - in 2014: results: found nodules on my thyroid.. Hysterosalpingogram - on (B)(6) 2008: results: no significant contrast spillage into the the peritoneal cavity. Everything was fine - total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: impression: tubular radiopaque foreign bodies noted.. Ultrasound scan - on (B)(6) 2013: results: based upon all the information, she fulfilled the criteria for polycystic ovary syndrome, she probably had adenomyosis and a previous diagnosis of endometriosis was made but it was many years ago. Ultrasound scan vagina - on (B)(6) 2013: myometrial echo pattern is irregular consistent with adenomyosis. Concerning the injuries reported in this case, the following one/ones were reported via social media: ocular hyperaemia, mouth haemorrhage, swelling face, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, pelvic pain, headache, fatigue, night sweats, migraine, nausea, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded essure insert in the uterus"), device expulsion ("embedded essure insert in the uterus/malposition of essure device: uterus"), device breakage ("device breakage/she still have fragments of essure device in uterus") and genital haemorrhage ("abnormal bleeding (general) / internal bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and irritable bowel syndrome. Previously administered products included for an unreported indication: aspirin, sulfa, cephalosporins and penicillin. Past adverse reactions to the above products included drug hypersensitivity with aspirin, cephalosporins, penicillin and sulfa. Concurrent conditions included asthma and endometriosis. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), feeling abnormal ("did not feel right after insertion/neurological conditions or problems: brain fog,"), abdominal distension ("abdominal bloating/gastrointestinal or digestive system condition: bloating"), headache ("headaches/migraines / headaches"), acne ("allergic or hypersensitivity reaction: severe acne"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dyspepsia ("gastrointestinal or digestive system condition: indigestion"), dysmenorrhoea ("dysmenorrhea (cramping"), insomnia ("hormonal changes: insomnia"), night sweats ("hormonal changes: night sweats"), amenorrhoea ("late and missed periods"), depression ("psychological or psychiatric problems: depression,"), anaemia ("anemia,"), anxiety ("psychological or psychiatric problems: anxiety") and oligomenorrhoea ("late and missed periods"). In 2009, the patient experienced allergy to metals ("nickel allergy/nickel allergy") with rash, eczema ("allergic or hypersensitivity reaction: eczema on left ring finger/rashes or skin conditions: eczema"), sacroiliitis ("autoimmune disorder: sacroilitis,"), autoimmune arthritis ("autoimmune disorder: arthritis"), tooth fracture ("dental problems including cavities, crown and broken teeth") and dental caries ("dental problems including cavities"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and polycystic ovaries ("reproductive system disorder or condition: polycystic ovary syndrome (pcos),"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), weight increased ("weight gain (20 to 25 lbs.)/weight gain/loss"), ovarian enlargement ("ovaries are enlarged"), back pain ("back aches"), arthralgia ("joint aches"), fatigue ("extreme fatigue/fatigue"), pain ("chronic physical pain/pain,"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea,"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), amnesia ("memory loss"), ocular hyperaemia ("blood shot eye"), swelling face ("swollen face") and mouth haemorrhage ("blood around my mouth"). The patient was treated with analgesics, paracetamol (tylenol), tramadol, tramadol hydrochloride (ultram), prednisone, vicodin, surgery (operative laparoscopy with bilateral salpingectomy), surgery (operative laparoscopy with bilateral salpingectomy), surgery (operative laparoscopy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device expulsion, genital haemorrhage, feeling abnormal, weight increased, abdominal distension, headache, allergy to metals, fatigue, pain and amnesia had not resolved, the device breakage, ovarian enlargement, back pain, arthralgia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, acne, eczema, sacroiliitis, autoimmune arthritis, tooth fracture, dyspepsia, dysmenorrhoea, insomnia, night sweats, nausea, amenorrhoea, migraine, depression, anaemia, anxiety, polycystic ovaries, vaginal discharge, oligomenorrhoea, dental caries, ocular hyperaemia, swelling face and mouth haemorrhage outcome was unknown and the dyspareunia had resolved. The reporter provided no causality assessment for abdominal distension, allergy to metals, headache, ovarian enlargement and weight increased with essure. The reporter considered acne, amenorrhoea, amnesia, anaemia, anxiety, arthralgia, autoimmune arthritis, back pain, dental caries, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, eczema, embedded device, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, insomnia, menorrhagia, migraine, mouth haemorrhage, nausea, night sweats, ocular hyperaemia, oligomenorrhoea, pain, polycystic ovaries, sacroiliitis, swelling face, tooth fracture, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff complained that she suffered from severe and persistent pelvic pain as a result of the essure implantation and still had fragments of the device in her uterus. Placement of essure device: using the essure device through the hysteroscope, the left tubal ostia was cannulized. The device was deployed and 4 coils were visualized at the completion of removal of the stylet, thus indicating adequate placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: everything looked okay (B)(6) 2010, pelvic radiograph: impression: tubular radiopaque foreign bodies noted. 21nov2013, transvaginal ultrasound (tvus) and trans abdominal pelvic ultrasound: trans abdominal pelvic ultrasound is carried out.result: myometrial echo pattern is irregular consistent with adenomyosis. Concerning the injuries reported in this case, the following one/ones were reported via social media:-ocular hyperaemia, mouth haemorrhage, swelling face. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded essure insert in the uterus"), device expulsion ("embedded essure insert in the uterus/malposition of essure device: uterus"), device breakage ("device breakage/she still have frgments of essure device in uterus") and genital haemorrhage ("abnormal bleeding (general) / internal bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and irritable bowel syndrome. Previously administered products included for an unreported indication: aspirin, sulfa, cephalosporins and penicillin. Past adverse reactions to the above products included drug hypersensitivity with aspirin, cephalosporins, penicillin and sulfa. Concurrent conditions included asthma and endometriosis. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), feeling abnormal ("did not feel right after insertion/neurological conditions or problems: brain fog,"), abdominal distension ("abdominal bloating/gastrointestinal or digestive system condition: bloating"), headache ("headaches/migraines / headaches"), acne ("allergic or hypersensitivity reaction: severe acne"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dyspepsia ("gastrointestinal or digestive system condition: indigestion"), dysmenorrhoea ("dysmenorrhea (cramping"), insomnia ("hormonal changes: insomnia"), night sweats ("hormonal changes: night sweats"), amenorrhoea ("late and missed periods"), depression ("psychological or psychiatric problems: depression,"), anaemia ("anemia,"), anxiety ("psychological or psychiatric problems: anxiety") and oligomenorrhoea ("late and missed periods"). In 2009, the patient experienced allergy to metals ("nickel allergy/nickel allergy") with rash, eczema ("allergic or hypersensitivity reaction: eczema on left ring finger/rashes or skin conditions: eczema"), sacroiliitis ("autoimmune disorder: sacroilitis,"), autoimmune arthritis ("autoimmune disorder: arthritis"), tooth fracture ("dental problems including cavities, crown and broken teeth") and dental caries ("dental problems including cavities"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and polycystic ovaries ("reproductive system disorder or condition: polycystic ovary syndrome (pcos),"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), weight increased ("weight gain (20 to 25 lbs.)/weight gain/loss"), ovarian enlargement ("ovaries are enlarged"), back pain ("back aches"), arthralgia ("joint aches"), fatigue ("extreme fatigue/fatigue"), pain ("chronic physical pain/pain,"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea,"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), amnesia ("memory loss"), ocular hyperaemia ("blood shot eye"), swelling face ("swollen face") and mouth haemorrhage ("blood around my mouth"). The patient was treated with analgesics, paracetamol (tylenol), tramadol, tramadol hydrochloride (ultram), prednisone, vicodin, surgery (operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device expulsion, genital haemorrhage, feeling abnormal, weight increased, abdominal distension, headache, allergy to metals, fatigue, pain and amnesia had not resolved, the device breakage, ovarian enlargement, back pain, arthralgia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, acne, eczema, sacroiliitis, autoimmune arthritis, tooth fracture, dyspepsia, dysmenorrhoea, insomnia, night sweats, nausea, amenorrhoea, migraine, depression, anaemia, anxiety, polycystic ovaries, vaginal discharge, oligomenorrhoea, dental caries, ocular hyperaemia, swelling face and mouth haemorrhage outcome was unknown and the dyspareunia had resolved. The reporter provided no causality assessment for abdominal distension, allergy to metals, headache, ovarian enlargement and weight increased with essure. The reporter considered acne, amenorrhoea, amnesia, anaemia, anxiety, arthralgia, autoimmune arthritis, back pain, dental caries, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, eczema, embedded device, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, insomnia, menorrhagia, migraine, mouth haemorrhage, nausea, night sweats, ocular hyperaemia, oligomenorrhoea, pain, polycystic ovaries, sacroiliitis, swelling face, tooth fracture, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff complained that she suffered from severe and persistent pelvic pain as a result of the essure implantation and still had fragments of the device in her uterus. Placement of essure device: using the essure device through the hysteroscope, the left tubal ostia was cannulized. The device was deployed and 4 coils were visualized at the completion of removal of the stylet, thus indicating adequate placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: everything looked okay (B)(6) 2010, pelvic radiograph: impression: tubular radiopaque foreign bodies noted. (B)(6) 2013, transvaginal ultrasound (tvus) and trans abdominal pelvic ultrasound: trans abdominal pelvic ultrasound is carried out.result: myometrial echo pattern is irregular consistent with adenomyosis. Concerning the injuries reported in this case, the following one/ones were reported via social media:-ocular hyperaemia, mouth haemorrhage, swelling face. Quality-safety evaluation of ptc: initial assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not indicative for a quality defect per se. The reported medical events were reported with an occurrence over a long period of 6 years and are of broad nature. Part of the reported medical events were considered unassessable at this point in time. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case received, reporter added, event added as:- blood shot eye, swollen face, blood around mouth. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5032752) on 25-nov-2013. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure insert in the uterus'), device expulsion ('embedded essure insert in the uterus / malposition of essure device - location: uterus/ migration of essure device - location: uterus'), device breakage ('device breakage/ still have fragments of essure device in uterus/have you found a doctor to remove the fragmants') and genital haemorrhage ('abnormal bleeding (general) / internal bleeding / irregular bleeding / bled for much longer than was supposed to') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2005, and (B)(6) 2007, irritable bowel syndrome, morning sickness (3rd pregnancy), amniotic fluid leakage (3rd pregnancy), menarche and hernia repair. Ultrasound and MRI, colonoscopy, endoscopy,cat scan and x-ray were done. On (B)(6) 2013 trans abdominal pelvic ultrasound was also performed. Result: myometrial echo pattern is irregular consistent with adenomyosis. Previously administered products included for birth control: spermicide from 2007 to 2008; for an unreported indication: aspirin, penicillin, cephalosporins, sulfa, tramadol, ultram and prednisone. Past adverse reactions to the above products included drug hypersensitivity with aspirin, cephalosporins, penicillin and sulfa; and vulvovaginal discomfort with spermicide. Concurrent conditions included asthma, endometriosis and obesity. Concomitant products included formoterol fumarate;mometasone furoate (dulera) since 2013. On (B)(6) 2008, the patient had essure inserted. In april 2008, the patient experienced abdominal distension ("abdominal bloating / gastrointestinal or digestive system condition: bloating / excessive bloating"), fatigue ("extreme fatigue/fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2008, the patient experienced headache ("headaches/migraines"), migraine ("migraines / headaches"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding / heavy abnormal blood clot filled periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/very painful sex"), amenorrhoea ("late and missed periods"), oligomenorrhoea ("late and missed periods") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), dyspepsia ("gastrointestinal or digestive system condition: indigestion"), acne ("allergic or hypersensitivity reaction: severe acne"), insomnia ("hormonal changes: insomnia"), night sweats ("night sweats / unexplained night sweats"), nausea ("nausea"), anaemia ("anemia / severe anemia / hemoglobin has dropped so low") and abdominal pain lower ("the cramping was unbearable / cramping") and was found to have weight increased ("weight gain (20 to 25 lbs) / weight gain / unexplained weight gain"). In august 2008, the patient experienced feeling abnormal ("did not feel right after insertion / neurological conditions or problems: brain fog / brain fog"). In september 2008, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and depression ("psychological or psychiatric problems: depression,"). In 2009, the patient experienced allergy to metals ("nickel allergy") with rash, eczema ("allergic or hypersensitivity reaction: eczema on left ring finger / rashes or skin conditions: eczema / eczema on left ring finger"), sacroiliitis ("sacroilitis"), arthritis ("arthritis"), tooth fracture ("dental problems including cavities, crown and broken teeth") and dental caries ("dental problems including cavities"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In november 2013, the patient experienced polycystic ovaries ("reproductive system disorder or condition: polycystic ovary syndrome (pcos),"). In december 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device removal failed / complications from essure device removal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian enlargement ("ovaries are enlarged"), back pain ("back aches / severe and persistent lower back pain"), arthralgia ("joint aches / severe and persistent joint pain"), pain ("chronic physical pain/pain,"), the first episode of amnesia ("memory loss"), ocular hyperaemia ("blood shot eye"), swelling face ("swollen face"), mouth haemorrhage ("blood around my mouth"), dizziness ("dizziness"), myalgia ("muscle pain"), abdominal pain ("abdominal pain"), breast disorder female ("breast issues"), adenomyosis ("adenomyosis"), gastrointestinal disorder ("bowel issues"), the second episode of amnesia ("memory loss"), purpura ("a constant rash on my finger that bled"), menstrual disorder ("abnormal periods"), dyspnoea ("shortness of breath"), chest discomfort ("chest tightness"), post procedural haemorrhage ("post procedural bleeding/bleeeding in belly and abdomen"), procedural pain ("dealing with pain after surgery") and procedural vomiting ("throwing up after surgery"). The patient was treated with analgesics, hydrocodone bitartrate;paracetamol (vicodin), opioids, paracetamol (tylenol regular), prednisone, tramadol, surgery (operative laparoscopy with bilateral salpingectomy), colonoscopy and endoscopy, filling, root canals and fixing broken tooth and two units of packed cells. Essure was removed on (B)(6) 2013. In march 2014, the dyspareunia had resolved. At the time of the report, the embedded device, device expulsion, genital haemorrhage, feeling abnormal, weight increased, abdominal distension, headache, allergy to metals, fatigue, pain, menorrhagia, dizziness, gastrointestinal disorder, the last episode of amnesia and menstrual disorder had not resolved and the device breakage, complication of device removal, dyspepsia, migraine, ovarian enlargement, back pain, arthralgia, vaginal haemorrhage, female sexual dysfunction, acne, eczema, sacroiliitis, arthritis, tooth fracture, dental caries, dysmenorrhoea, insomnia, night sweats, nausea, amenorrhoea, oligomenorrhoea, anxiety, depression, anaemia, polycystic ovaries, vaginal discharge, ocular hyperaemia, swelling face, mouth haemorrhage, abdominal pain lower, myalgia, abdominal pain, breast disorder female, adenomyosis, purpura, dyspnoea, chest discomfort, post procedural haemorrhage, procedural pain and procedural vomiting outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, headache, ovarian enlargement and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, acne, adenomyosis, amenorrhoea, anaemia, anxiety, arthralgia, arthritis, back pain, breast disorder female, chest discomfort, complication of device removal, dental caries, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, eczema, embedded device, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, insomnia, menorrhagia, menstrual disorder, migraine, mouth haemorrhage, myalgia, nausea, night sweats, ocular hyperaemia, oligomenorrhoea, pain, polycystic ovaries, post procedural haemorrhage, procedural pain, procedural vomiting, purpura, sacroiliitis, swelling face, tooth fracture, vaginal discharge, vaginal haemorrhage, the first episode of amnesia and the second episode of amnesia to be related to essure. The reporter commented: the plaintiff complained that she suffered from severe and persistent pelvic pain as a result of the essure implantation and still had fragments of the device in her uterus. Placement of essure device: using the essure device through the hysteroscope, the left tubal ostia was cannulized. The device was deployed and 4 coils were visualized at the completion of removal of the stylet, thus indicating adequate placement. Date of implant discrepancy note:(B)(6) 2008. Discrepancy noted regarding onset date of nickel allergy (2009 and 2013), acne (2008 and 2009), dental problems (2009 and oct-2008), bloating and indigestion (apr-2008 and feb-2009), nausea (2008 and feb-2009) and night sweats (2008 and 2009). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Biopsy breast - in 2014: results: found nodules on my thyroid.. Hysterosalpingogram - on (B)(6) 2008: results: no significant contrast spillage into the the peritoneal cavity. Everything was fine - total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2010: impression: tubular radiopaque foreign bodies noted.. Ultrasound scan - on (B)(6) 2013: results: based upon all the information, she fulfilled the criteria for polycystic ovary syndrome, she probably had adenomyosis and a previous diagnosis of endometriosis was made but it was many years ago.. Ultrasound scan vagina - on (B)(6) 2013: myometrial echo pattern is irregular consistent with adenomyosis.. Concerning the injuries reported in this case, the following one/ones were reported via social media: ocular hyperaemia, mouth haemorrhage, swelling face, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, pelvic pain, headache, fatigue, night sweats, migraine, nausea, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Amendment: the report was amended for the following reason: 2018-100329 and 2019-229437 were found to be duplicate of this case. This is a retention case. All the information from 2018-100329 and 2019-229437 was added to this case. New reporters and reference section was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5032752) on 25-nov-2013. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure insert in the uterus'), device expulsion ('embedded essure insert in the uterus / malposition of essure device - location: uterus/ migration of essure device - location: uterus'), device breakage ('device breakage/ still have fragments of essure device in uterus') and genital haemorrhage ('abnormal bleeding (general) / internal bleeding / irregular bleeding / bled for much longer than was supposed to') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 ((B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2005, and (B)(6) 2007.), irritable bowel syndrome, morning sickness (3rd pregnancy), amniotic fluid leakage (3rd pregnancy), menarche and hernia repair. Ultrasound and MRI, colonoscopy, endoscopy,cat scan and x-ray were done. On (B)(6) 2013 trans abdominal pelvic ultrasound was also performed. Result: myometrial echo pattern is irregular consistent with adenomyosis. Previously administered products included for birth control: spermicide from 2007 to 2008; for an unreported indication: aspirin, penicillin, cephalosporins, sulfa, tramadol, ultram and prednisone. Past adverse reactions to the above products included drug hypersensitivity with aspirin, cephalosporins, penicillin and sulfa; and vulvovaginal discomfort with spermicide. Concurrent conditions included asthma, endometriosis and obesity. Concomitant products included formoterol fumarate;mometasone furoate (dulera) since 2013. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal distension ("abdominal bloating / gastrointestinal or digestive system condition: bloating / excessive bloating"), fatigue ("extreme fatigue/fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced headache ("headaches/migraines"), migraine ("migraines / headaches"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding / heavy abnormal blood clot filled periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/very painful sex"), amenorrhoea ("late and missed periods"), oligomenorrhoea ("late and missed periods") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), dyspepsia ("gastrointestinal or digestive system condition: indigestion"), acne ("allergic or hypersensitivity reaction: severe acne"), insomnia ("hormonal changes: insomnia"), night sweats ("night sweats / unexplained night sweats"), nausea ("nausea"), anaemia ("anemia / severe anemia / hemoglobin has dropped so low") and abdominal pain lower ("the cramping was unbearable / cramping") and was found to have weight increased ("weight gain (20 to 25 lbs) / weight gain / unexplained weight gain"). In (B)(6) 2008, the patient experienced feeling abnormal ("did not feel right after insertion / neurological conditions or problems: brain fog / brain fog"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and depression ("psychological or psychiatric problems: depression,"). In 2009, the patient experienced allergy to metals ("nickel allergy") with rash, eczema ("allergic or hypersensitivity reaction: eczema on left ring finger / rashes or skin conditions: eczema / eczema on left ring finger"), sacroiliitis ("sacroilitis"), arthritis ("arthritis"), tooth fracture ("dental problems including cavities, crown and broken teeth") and dental caries ("dental problems including cavities"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced polycystic ovaries ("reproductive system disorder or condition: polycystic ovary syndrome (pcos),"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device removal failed / complications from essure device removal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian enlargement ("ovaries are enlarged"), back pain ("back aches / severe and persistent lower back pain"), arthralgia ("joint aches / severe and persistent joint pain"), pain ("chronic physical pain/pain,"), the first episode of amnesia ("memory loss"), ocular hyperaemia ("blood shot eye"), swelling face ("swollen face"), mouth haemorrhage ("blood around my mouth"), dizziness ("dizziness"), myalgia ("muscle pain"), abdominal pain ("abdominal pain"), breast disorder female ("breast issues"), adenomyosis ("adenomyosis"), gastrointestinal disorder ("bowel issues"), the second episode of amnesia ("memory loss"), purpura ("a constant rash on my finger that bled"), menstrual disorder ("abnormal periods"), dyspnoea ("shortness of breath"), chest discomfort ("chest tightness"), post procedural haemorrhage ("post procedural bleeding/bleeeding in belly and abdomen"), procedural pain ("dealing with pain after surgery") and procedural vomiting ("throwing up after surgery"). The patient was treated with analgesics, hydrocodone bitartrate;paracetamol (vicodin), opioids, paracetamol (tylenol regular), prednisone, tramadol, surgery (operative laparoscopy with bilateral salpingectomy), colonoscopy and endoscopy, filling, root canals and fixing broken tooth and two units of packed cells. Essure was removed on (B)(6) 2013. In (B)(6) 2014, the dyspareunia had resolved. At the time of the report, the embedded device, device expulsion, genital haemorrhage, feeling abnormal, weight increased, abdominal distension, headache, allergy to metals, fatigue, pain, menorrhagia, dizziness, gastrointestinal disorder, the last episode of amnesia and menstrual disorder had not resolved and the device breakage, complication of device removal, dyspepsia, migraine, ovarian enlargement, back pain, arthralgia, vaginal haemorrhage, female sexual dysfunction, acne, eczema, sacroiliitis, arthritis, tooth fracture, dental caries, dysmenorrhoea, insomnia, night sweats, nausea, amenorrhoea, oligomenorrhoea, anxiety, depression, anaemia, polycystic ovaries, vaginal discharge, ocular hyperaemia, swelling face, mouth haemorrhage, abdominal pain lower, myalgia, abdominal pain, breast disorder female, adenomyosis, purpura, dyspnoea, chest discomfort, post procedural haemorrhage, procedural pain and procedural vomiting outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, headache, ovarian enlargement and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, acne, adenomyosis, amenorrhoea, anaemia, anxiety, arthralgia, arthritis, back pain, breast disorder female, chest discomfort, complication of device removal, dental caries, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, eczema, embedded device, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, insomnia, menorrhagia, menstrual disorder, migraine, mouth haemorrhage, myalgia, nausea, night sweats, ocular hyperaemia, oligomenorrhoea, pain, polycystic ovaries, post procedural haemorrhage, procedural pain, procedural vomiting, purpura, sacroiliitis, swelling face, tooth fracture, vaginal discharge, vaginal haemorrhage, the first episode of amnesia and the second episode of amnesia to be related to essure. The reporter commented: the plaintiff complained that she suffered from severe and persistent pelvic pain as a result of the essure implantation and still had fragments of the device in her uterus. Placement of essure device: using the essure device through the hysteroscope, the left tubal ostia was cannulized. The device was deployed and 4 coils were visualized at the completion of removal of the stylet, thus indicating adequate placement. Date of implant discrepancy note: (B)(6) 2008 / (B)(6) 2008. Discrepancy noted regarding onset date of nickel allergy (2009 and 2013), acne (2008 and 2009), dental problems (2009 and (B)(6) 2008), bloating and indigestion ((B)(6) 2008 and (B)(6) 2009), nausea (2008 and (B)(6) 2009) and night sweats (2008 and 2009). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Biopsy breast - in 2014: results: found nodules on my thyroid.. Hysterosalpingogram - on (B)(6) 2008: results: no significant contrast spillage into the the peritoneal cavity. Everything was fine - total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2010: impression: tubular radiopaque foreign bodies noted.. Ultrasound scan - on (B)(6) 2013: results: based upon all the information, she fulfilled the criteria for polycystic ovary syndrome, she probably had adenomyosis and a previous diagnosis of endometriosis was made but it was many years ago.. Ultrasound scan vagina - on (B)(6) 2013: myometrial echo pattern is irregular consistent with adenomyosis. Concerning the injuries reported in this case, the following one/ones were reported via social media: ocular hyperaemia, mouth haemorrhage, swelling face, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, pelvic pain, headache, fatigue, night sweats, migraine, nausea, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events: shortness of breath, chest tightness, post procedural bleeding, post procedural pain. On 23-mar-2020: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5032752) on (B)(6) 2013. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded essure insert in the uterus"), device expulsion ("embedded essure insert in the uterus / malposition of essure device - location: uterus/ migration of essure device - location: uterus"), device breakage ("device breakage/ still have fragments of essure device in uterus") and genital haemorrhage ("abnormal bleeding (general) / internal bleeding / irregular bleeding / bled for much longer than was supposed to") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2005, and (B)(6) 2007.), irritable bowel syndrome, morning sickness (3rd pregnancy), amniotic fluid leakage (3rd pregnancy), menarche and hernia repair. Ultrasound and MRI, colonoscopy, endoscopy,cat scan and x-ray were done. On (B)(6) 2013 trans abdominal pelvic ultrasound was also performed. Result: myometrial echo pattern is irregular consistent with adenomyosis. Previously administered products included for birth control: spermicide from 2007 to 2008; for an unreported indication: aspirin, penicillin, cephalosporins, sulfa, tramadol, ultram and prednisone. Past adverse reactions to the above products included drug hypersensitivity with aspirin, cephalosporins, penicillin and sulfa; and vulvovaginal discomfort with spermicide. Concurrent conditions included asthma, endometriosis and obesity. Concomitant products included formoterol fumarate;mometasone furoate (dulera) since 2013. On (B)(6) 2008, the patient had essure inserted. In april 2008, the patient experienced abdominal distension ("abdominal bloating / gastrointestinal or digestive system condition: bloating / excessive bloating"), fatigue ("extreme fatigue/fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2008, the patient experienced headache ("headaches/migraines"), migraine ("migraines / headaches"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding / heavy abnormal blood clot filled periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), amenorrhoea ("late and missed periods"), oligomenorrhoea ("late and missed periods") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), dyspepsia ("gastrointestinal or digestive system condition: indigestion"), acne ("allergic or hypersensitivity reaction: severe acne"), insomnia ("hormonal changes: insomnia"), night sweats ("night sweats / unexplained night sweats"), nausea ("nausea"), anaemia ("anemia / severe anemia / hemoglobin has dropped so low") and abdominal pain lower ("the cramping was unbearable / cramping") and was found to have weight increased ("weight gain (20 to 25 lbs) / weight gain / unexplained weight gain"). In august 2008, the patient experienced feeling abnormal ("did not feel right after insertion / neurological conditions or problems: brain fog / brain fog"). In september 2008, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and depression ("psychological or psychiatric problems: depression,"). In 2009, the patient experienced allergy to metals ("nickel allergy") with rash, eczema ("allergic or hypersensitivity reaction: eczema on left ring finger / rashes or skin conditions: eczema / eczema on left ring finger"), sacroiliitis ("sacroilitis"), arthritis ("arthritis"), tooth fracture ("dental problems including cavities, crown and broken teeth") and dental caries ("dental problems including cavities"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In november 2013, the patient experienced polycystic ovaries ("reproductive system disorder or condition: polycystic ovary syndrome (pcos),"). In december 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device removal failed / complications from essure device removal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian enlargement ("ovaries are enlarged"), back pain ("back aches / severe and persistent lower back pain"), arthralgia ("joint aches / severe and persistent joint pain"), pain ("chronic physical pain/pain,"), the first episode of amnesia ("memory loss"), ocular hyperaemia ("blood shot eye"), swelling face ("swollen face"), mouth haemorrhage ("blood around my mouth"), dizziness ("dizziness"), myalgia ("muscle pain"), abdominal pain ("abdominal pain"), breast disorder female ("breast issues"), adenomyosis ("adenomyosis"), gastrointestinal disorder ("bowel issues"), the second episode of amnesia ("memory loss"), purpura ("a constant rash on my finger that bled") and menstrual disorder ("abnormal periods"). The patient was treated with analgesics, hydrocodone bitartrate;paracetamol (vicodin), opioids, paracetamol (tylenol), prednisone, tramadol, surgery (operative laparoscopy with bilateral salpingectomy), colonoscopy and endoscopy, filling, root canals and fixing broken tooth and two units of packed cells. Essure was removed on (B)(6) 2013. In march 2014, the dyspareunia had resolved. At the time of the report, the embedded device, device expulsion, genital haemorrhage, feeling abnormal, weight increased, abdominal distension, headache, allergy to metals, fatigue, pain, menorrhagia, dizziness, gastrointestinal disorder, the last episode of amnesia and menstrual disorder had not resolved and the device breakage, complication of device removal, dyspepsia, migraine, ovarian enlargement, back pain, arthralgia, vaginal haemorrhage, female sexual dysfunction, acne, eczema, sacroiliitis, arthritis, tooth fracture, dental caries, dysmenorrhoea, insomnia, night sweats, nausea, amenorrhoea, oligomenorrhoea, anxiety, depression, anaemia, polycystic ovaries, vaginal discharge, ocular hyperaemia, swelling face, mouth haemorrhage, abdominal pain lower, myalgia, abdominal pain, breast disorder female, adenomyosis and purpura outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, headache, ovarian enlargement and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, acne, adenomyosis, amenorrhoea, anaemia, anxiety, arthralgia, arthritis, back pain, breast disorder female, complication of device removal, dental caries, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eczema, embedded device, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, insomnia, menorrhagia, menstrual disorder, migraine, mouth haemorrhage, myalgia, nausea, night sweats, ocular hyperaemia, oligomenorrhoea, pain, polycystic ovaries, purpura, sacroiliitis, swelling face, tooth fracture, vaginal discharge, vaginal haemorrhage, the first episode of amnesia and the second episode of amnesia to be related to essure. The reporter commented: the plaintiff complained that she suffered from severe and persistent pelvic pain as a result of the essure implantation and still had fragments of the device in her uterus. Placement of essure device: using the essure device through the hysteroscope, the left tubal ostia was cannulized. The device was deployed and 4 coils were visualized at the completion of removal of the stylet, thus indicating adequate placement. Date of implant discrepancy note:(B)(6) 2008 / (B)(6) 2008. Discrepancy noted regarding onset date of nickel allergy (2009 and 2013), acne (2008 and 2009), dental problems (2009 and oct-2008), bloating and indigestion (apr-2008 and feb-2009), nausea (2008 and feb-2009) and night sweats (2008 and 2009). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Biopsy breast - in 2014: results: found nodules on my thyroid.. Hysterosalpingogram - on (B)(6) 2008: results: no significant contrast spillage into the the peritoneal cavity. Everything was fine - total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2010: impression: tubular radiopaque foreign bodies noted. Ultrasound scan - on (B)(6) 2013: results: based upon all the information, she fulfilled the criteria for polycystic ovary syndrome, she probably had adenomyosis and a previous diagnosis of endometriosis was made but it was many years ago. Ultrasound scan vagina - on (B)(6) 2013: myometrial echo pattern is irregular consistent with adenomyosis. Concerning the injuries reported in this case, the following one/ones were reported via social media: ocular hyperaemia, mouth haemorrhage, swelling face, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, pelvic pain, headache, fatigue, night sweats, migraine, nausea, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information and references from deleted duplicate case 2014-010109 (MFR number 2951250-2015-00761) entered as it was follow-up from this case. Reporter's information was updated and new reporters were added. Patient's information was updated and also new lab data were provided. The events ¿dizziness¿, ¿abdominal pain lower¿, ¿muscle pain¿, ¿abdominal pain¿, ¿breast disorder¿, ¿adenomyosis¿, ¿bowel issues¿, ¿memory loss¿, ¿dermatitis hemorrhagic¿, ¿menstrual disorder¿ and ¿complication of device removal¿ were added. Plaintiff fact sheet and medical records received - reporter's information was updated, onset dates of events were provided, and outcome of event "dyspareunia" was considered recovered. Incident : no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.